Event description:
It was reported that according to legal medical experts' judgement, the pt died of an infection caused by long-term recurrent cerebrospinal rhinorrhea, which resulted in suppurative meningitis, myocarditis and pneumonia.

Manufacturer narrative:
It is not known if the device has been explanted or not. If it has been explanted, it should be returned to the MFR for eval. However, the pt died in 2006 and med-el has only just learned of the incident. Return of the device is very doubtful.